Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, symptoms are reported to be reduced. Patient continues to taper steroid drop usage.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported transient light sensitivity in a patient's left eye approximately one month post lasik. Patient is happy but is very sensitive to light even with glasses on. Patient was restarted on topical steroid drops which will be tapered. Patient is scheduled to be rechecked in a week. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.